Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration was lost during the procedure. An angiojet® solent¿ omni catheter was being used in a thrombectomy treatment procedure in the left superficial femoral artery (sfa). The catheter originally primed properly and would aspirate for four to five seconds inside the patient, then stop before the "reprime catheter" error occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.